Event description:
It was reported that the lead was undersensing. The lead was removed and replaced. It was also reported that upon removal of the lead, tissue was noted on the fixation screw. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.